Event description:
It was reported that the patient¿s blood glucose level greater than 250 mg/dL, while wearing the Pod between 4 and 24 hours. The adhesive was noted to have completely separated from the infusion site (arm), resulting in dislodgement of the cannula. The Pod was also reported to be leaking insulin, as the adhesive became wet following dosing and a smell of insulin was observed. details regarding treatment were not provided.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event.Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 4.0.2Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.